Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital biomedical engineer reported that on (B)(6) 2013 the device failed to discharge during a code. The users switched to a different defibrillator to deliver therapy. The involved pt died.